Event description:
It was reported that suture placement was attempted with a proglide device in the right common femoral artery using the preclose technique prior to a percutaneous coronary interventional (pci) procedure. The arteriotomy was 6fr sheath. Reportedly, the needles could not be disengaged. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Inspection of the returned device indicated that the device was not deployed as the lever had not been opened to deploy the foot and the plunger had not been depressed to deploy the needles. Therefore, the reported failure to retract the plunger to disengage the needles is irrelevant and can not be confirmed. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, the posterior needle tip was pre-maturely ejected out of the needle shank while inserting the device into the patient anatomy and the probable cause was determined to be related to the operational context during use of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.